Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included costochondritis, fibromyalgia, arthritis and irritable bowel syndrome. Concurrent conditions included nauseous, dizzy, menses irregular, heavy periods, vaginal odor, breast cyst, dysfunctional uterine bleeding, left lower quadrant pain, hyperhidrosis, diarrhea, anger, fibromyalgia and uterine bleeding. Concomitant products included aluminium hydroxide; dicycloverine hydrochloride; magnesium oxidum leve (dicyclomine co) since (B)(6) 2018, drospirenone (B)(6) 2018 to (B)(6) 2018, ethinylestradiol (B)(6) 2018 to (B)(6) 2018, fentanyl since (B)(6) 2015, ketorolac since (B)(6) 2015, naproxen since (B)(6) 2017, nsaids since (B)(6) 2003, paracetamol (acetaminophen) since (B)(6) 2003 and simeticone (simethicone) since (B)(6) 2018. In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection ¿ vaginal"), depression ("psychological or psychiatric problems ¿ depression"), anxiety ("psychological or psychiatric problems ¿ anxiety and mental anguish") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, pelvic pain, abdominal pain, depression, anxiety, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: plaintiff fact sheet and medical records received. Event pelvic pain make incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection ¿ vaginal, psychological or psychiatric problems ¿ depression, anxiety and mental anguish, abdominal pain. Outcome of event pelvic pain were updated. Concomitant drug, medical history, reporter information, aka name were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included costochondritis, fibromyalgia, arthritis and irritable bowel syndrome. Concurrent conditions included nauseous, dizzy, menses irregular, heavy periods, vaginal odor, breast cyst, dysfunctional uterine bleeding, left lower quadrant pain, hyperhidrosis, diarrhea, anger, fibromyalgia and uterine bleeding. Concomitant products included aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co) since (B)(6) 2018, drospirenone (B)(6) 2018, ethinylestradiol (B)(6) 2018, fentanyl since (B)(6) 2015, ketorolac since (B)(6) 2015, naproxen (naprosyn) since (B)(6) 2017, nsaids since (B)(6) 2003, paracetamol (acetaminophen) since (B)(6) 2003 and simeticone (simethicone) since (B)(6) 2018. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection ¿ vaginal"), depression ("psychological or psychiatric problems ¿ depression"), anxiety ("psychological or psychiatric problems ¿ anxiety and mental anguish,psych injury"), abdominal pain ("abdominal pain") and migraine ("migraines / headaches"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia),(heavy menstrual bleeding),,"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), back pain ("lower back area") and inflammation ("inflammation"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal infection and abdominal pain had resolved, the vaginal haemorrhage and back pain was resolving and the depression, anxiety, migraine and inflammation outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, inflammation, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Plaintiff received treatment for pain,psych injury, bleeding,bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, pelvic pain, abdominal pain, depression, anxiety, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media content received: reporter added. Event inflammation added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included costochondritis, fibromyalgia, arthritis and irritable bowel syndrome. Concurrent conditions included nauseous, dizzy, menses irregular, heavy periods, vaginal odor, breast cyst, dysfunctional uterine bleeding, left lower quadrant pain, hyperhidrosis, diarrhea, anger, fibromyalgia and abnormal uterine bleeding. Concomitant products included aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co) since (B)(6) 2018, drospirenone22-(B)(6) 2018 to (B)(6) 2018, ethinylestradiol (B)(6) 2018 to (B)(6) 2018, fentanyl since (B)(6) 2015, ketorolac since (B)(6) 2015, naproxen (naprosyn) since (B)(6) 2017, nsaids since (B)(6) 2003, paracetamol (acetaminophen) since (B)(6) 2003 and simeticone (simethicone) since (B)(6) 2018. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection ¿ vaginal"), depression ("psychological or psychiatric problems ¿ depression"), anxiety ("psychological or psychiatric problems ¿ anxiety and mental anguish,psych injury"), abdominal pain ("abdominal pain") and migraine ("migraines / headaches"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia),(heavy menstrual bleeding),,"), 15 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), back pain ("lower back area"), inflammation ("inflammation") and tooth disorder ("teeth were getting so bad/ bottoms are getting just as bad"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and have a top bridge. Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, heavy menstrual bleeding, vaginal infection and abdominal pain had resolved, the vaginal haemorrhage, migraine and back pain was resolving and the depression, anxiety, inflammation and tooth disorder outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, heavy menstrual bleeding, inflammation, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Plaintiff received treatment for pain,psych injury, bleeding,bladder/urinary problem, discrepancy noted in date of insertion (B)(6) 2003 and (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, pelvic pain, abdominal pain, depression, anxiety, vaginal haemorrhage, migraines. Concerning the injuries reported in this case, the following ones were reported via social media: tooth disorder. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. Event teeth were getting so bad and reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain'). In a 24-year-old female patient who had essure (ess205), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: costochondritis, fibromyalgia, arthritis and irritable bowel syndrome. Concurrent conditions included: nauseous, dizzy, menses irregular, heavy periods, vaginal odor, breast cyst, dysfunctional uterine bleeding, left lower quadrant pain, hyperhidrosis, diarrhea, anger, fibromyalgia and uterine bleeding. Concomitant products included: aluminium hydroxide; dicycloverine hydrochloride; magnesium oxidum leve (dicyclomine co) since (B)(6) 2018, drospirenone (B)(6) 2018, ethinylestradiol (B)(6) may, fentanyl since (B)(6) 2015, ketorolac since (B)(6) 2015, naproxen (naprosyn) since (B)(6) 2017, nsaids since (B)(6) 2003, paracetamol (acetaminophen) since (B)(6) 2003 and simeticone (simethicone) since (B)(6) 2018. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection, vaginal"), depression ("psychological or psychiatric problems, depression"), anxiety ("psychological or psychiatric problems, anxiety and mental anguish, psych injury"), abdominal pain ("abdominal pain") and migraine ("migraines/ headaches"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia), (heavy menstrual bleeding)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), back pain ("lower back area") and inflammation ("inflammation"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal infection and abdominal pain had resolved. The vaginal haemorrhage and back pain was resolving. And the depression, anxiety, migraine and inflammation outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, inflammation, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted, in essure confirmation test mentioned as she did not undergo confirmation test. As well essure device was successfully occluded. Plaintiff received treatment for pain, psych injury, bleeding,bladder/urinary problem, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, essure device was was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, pelvic pain, abdominal pain, depression, anxiety, vaginal haemorrhage. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included costochondritis, fibromyalgia, arthritis and irritable bowel syndrome. Concurrent conditions included nauseous, dizzy, menses irregular, heavy periods, vaginal odor, breast cyst, dysfunctional uterine bleeding, left lower quadrant pain, hyperhidrosis, diarrhea, anger, fibromyalgia and uterine bleeding. Concomitant products included aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co) since (B)(6) 2018, drospirenone (B)(6) 2018, ethinylestradiol (B)(6) 2018, fentanyl since (B)(6) 2015, ketorolac since (B)(6) 2015, naproxen (naprosyn) since (B)(6) 2017, nsaids since (B)(6) 2003, paracetamol (acetaminophen) since (B)(6) 2003 and simeticone (simethicone) since (B)(6) 2018. In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),(heavy menstrual bleeding),,"), vaginal infection ("infection ¿ vaginal"), depression ("psychological or psychiatric problems ¿ depression"), anxiety ("psychological or psychiatric problems ¿ anxiety and mental anguish,psych injury"), abdominal pain ("abdominal pain") and migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("lower back area"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal infection and abdominal pain had resolved, the vaginal haemorrhage and back pain was resolving and the depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Plaintiff received treatment for pain,psych injury, bleeding,bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, pelvic pain, abdominal pain, depression, anxiety, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: fu 4 & 5 proceeded together. Pfs received: new events- lower back pain, migraine were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included costochondritis, fibromyalgia, arthritis and irritable bowel syndrome. Concurrent conditions included nauseous, dizzy, menses irregular, heavy periods, vaginal odor, breast cyst, dysfunctional uterine bleeding, left lower quadrant pain, hyperhidrosis, diarrhea, anger, fibromyalgia and uterine bleeding. Concomitant products included aluminium hydroxide;dicycloverin hydrochloride;magnesium oxidum leve (dicyclomine co) since (B)(6) 2018, drospirenone(B)(6) 2018, ethinylestradiol (B)(6) 2018, fentanyl since (B)(6) 2015, ketorolac since (B)(6) 2015, naproxen (naprosyn) since (B)(6) 2017, nsaids since (B)(6) 2003, paracetamol (acetaminophen) since (B)(6) 2003 and simeticone (simethicone) since (B)(6) 2018. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection vaginal"), depression ("psychological or psychiatric problems depression"), anxiety ("psychological or psychiatric problems anxiety and mental anguish,psych injury"), abdominal pain ("abdominal pain") and migraine ("migraines / headaches"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia),(heavy menstrual bleeding"), 15 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), back pain ("lower back area") and inflammation ("inflammation"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal infection and abdominal pain had resolved, the vaginal haemorrhage, migraine and back pain was resolving and the depression, anxiety and inflammation outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, inflammation, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Plaintiff received treatment for pain,psych injury, bleeding,bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, pelvic pain, abdominal pain, depression, anxiety, vaginal haemorrhage, migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: pfs received. Outcome was added for event migraine. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included costochondritis, fibromyalgia, arthritis and irritable bowel syndrome. Concurrent conditions included nauseous, dizzy, menses irregular, heavy periods, vaginal odor, breast cyst, dysfunctional uterine bleeding, left lower quadrant pain, hyperhidrosis, diarrhea, anger, fibromyalgia and uterine bleeding. Concomitant products included aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co) since (B)(6) 2018, drospirenone (B)(6) 2018 to (B)(6) 2018, ethinylestradiol (B)(6) 2018 to (B)(6) 2018, fentanyl since (B)(6) 2015, ketorolac since (B)(6) 2015, naproxen (naprosyn) since (B)(6) 2017, nsaids since (B)(6) 2003, paracetamol (acetaminophen) since (B)(6) 2003 and simeticone (simethicone) since (B)(6) 2018. In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),(heavy menstrual bleeding),,"), vaginal infection ("infection ¿ vaginal"), depression ("psychological or psychiatric problems ¿ depression"), anxiety ("psychological or psychiatric problems ¿ anxiety and mental anguish, psych injury") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal infection and abdominal pain had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Plaintiff received treatment for pain, psych injury, bleeding, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, pelvic pain, abdominal pain, depression, anxiety, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet documents received and event general abnormal bleeding and event outcome were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.